Event description:
It was reported that the programmer was booting up slowly and getting a black screen with a blinking cursor. Technical support (ts) had the caller boot the programmer one more time and an error occurred. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).